Event description:
It was reported that during a stenting treatment procedure malapposition and stent damage occurred following deployment. The occluded target lesion being treated was located in the moderately calcified mid left anterior descending (lad) artery. A non-bsc guide wire was advanced across the lesion and predilation with a 2.50x12mm emerge balloon catheter was performed, restoring flow to the lad. A 4.00x20mm promus element plus stent delivery system (sds) was then advanced and deployed in the lad. The physician then noted that there was additional disease in the distal lad and a 4.00x8mm promus element plus sds was advanced distal to the 4.00x20mm promus element plus and deployed overlapping the previously placed stent. A 4.50x15mm quantum apex balloon catheter was then advanced for post-dilation and it was noted that the 4.00x20mm promus element stent was not completely apposed due to calcification in the vessel. Angiography was performed, and stent deformation of the proximal end of the 4.00x20mm promus element plus stent was noted, with the possibility of stent fracture. The procedure was considered completed at this point and no additional treatment was required. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).